Manufacturer narrative:
The manufacturer became aware on 20-dec-2025 that the user experienced a hyperglycemic event on (B)(6) 2025 that required emergency medical services and subsequent hospitalization. According to information provided by the caregiver, the user experienced sustained hyperglycemia exceeding 600 mg/dl despite multiple manual insulin injections and was transported by ems to the hospital, where the user remained hospitalized for four days and received insulin therapy before discharge on (B)(6) 2025. A review of available engineering data performed on 16-jan-2025 was limited due to incorrect date and time configuration on the device, which prevented reliable correlation of device activity with the reported event timeframe. Available logs did not identify any confirmed device malfunction alerts. No factory reset was recorded, and the device displayed expected system behavior based on the data available. Based on the information reviewed, the cause of the reported hyperglycemic event could not be definitively determined. No confirmed device malfunction was identified. The event was therefore concluded to be of undetermined cause. If additional information or the device becomes available for further evaluation, a supplemental MDR will be submitted as appropriate. The initial MDR was submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 20-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with blood glucose readings reported in the 600 mg/dl range. Prior to emergency medical services involvement, the user¿s blood glucose continued to rise despite a supply change and use of backup insulin therapy after the cartridge was noted to be disconnected. The user was treated by ems and transported to the hospital, admitted from (B)(6) 2025 through (B)(6) 2025 for management of hyperglycemia with insulin therapy, and was discharged recovered with the ilet discontinued.

Manufacturer narrative:
An investigation was conducted based on the information available from the report. The device was not returned for evaluation, and no device logs or physical inspection data were available to confirm device performance at the time of the event. As a result, no definitive device malfunction could be confirmed. It was concluded that the cause of the event remains undetermined due to limited information and the absence of device data or returned product for analysis. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if additional information becomes available.